Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, when the tube is inserted into the butterfly needle, the blood begins to backflow up the tube and into the patients arm. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which displays batch information from the shelf-pack label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum blood collection tubes, when the tube is inserted into the butterfly needle, the blood begins to backflow up the tube and into the patients arm. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.